Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient presented remotely via merlin net. It was noted that the right ventricular (rv) and right atrial (ra) leads were over-sensing noise, with pacing inhibition noted on the rv lead and inappropriate automatic mode switch (ams) episodes noted on the ra lead. The patient was asymptomatic. No changes were made and there were no consequences to the patient.